Event description:
The device was returned for an unknown reason. There was unknown patient involvement. The device analysis found an issue with the flex circuit sensor.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing. Functional testing noted the flex circuit sensor needs to be replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
One device was returned for analysis. Reviewed of the event history log (ehl) showed a cassette partially unlatched alarm. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was unknown. As a result, the lock and flex circuit sensor were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.